Manufacturer narrative:
The pump passed the displacement, rewind, basic occlusion, prime, excessive no delivery, occlusion, self test, and unexpected restart error tests. The pump passed all operating currents tested within the specification range and passed the off no power test. The pump was monitored and tested with no off no power alerts and no communication error alarms noted. The pump was received with a cracked reservoir tube lip, a cracked case near the display window corners, a cracked display window, a missing end cap sticker, and minor scratches on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed motor communication error and off no power. The customer's blood glucose reading was 200 mg/dl at the time of incident. Troubleshooting found that a low battery alert was not received prior to off no power alert on the insulin pump. Troubleshooting also found that the pump alarmed again after it was originally cleared. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis.